Manufacturer narrative:
Device history records could not be reviewed as the lot number is unknown. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The nexgen legacy knee lps-flex fixed bearing knee surgical technique states that for assembly the lcck deflection beam torque wrench attached to the 4.5mm hex drive bit should be used to torque the screw to 95 in-lbs; therefore, if the screw was not torqued correctly this could result in it disassociating from the articular surface. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that patient was revised because of pain and popping. It was found that the screw holding the 20mm articulating surface was backed completely out of the implant, and the implant was loose.

Manufacturer narrative:
This report will be amended when our investigation is complete.